Manufacturer narrative:
An evaluation of the pump was performed. All device history (DHR) record was reviewed for quality inspections and compliance prior to releasing the product for shipment. A functional test and visual inspection were completed. The pre-inspection was completed, and visual examination showed no issues. The device latest software version has been verified. The device was running in normal operation. Re-certification test was performed, and the device passed the test. An accuracy test was performed, and the device passed the test. The volume delivered was 65 ml of water, it was within specification. Manual functional test and alarm test was performed, and the device passed all the test. Therefore, the reported condition is not confirmed. The root cause of the reported condition could not be identified. Therefore, a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the pump was feeding too quickly. The feeding ends 30-45 min. Before it's time. The patient ((B)(6) old boy) would vomit because of food being fed too quickly. (250ml at 45ml/hr). Additional information was received on 9-sept-2020 stating that the patient vomited from being fed too quickly but was fine afterwards. No medical intervention provided.